Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report.

Event description:
The event is reported as: complaint alleges: it appears that the balloons lost sterile saline which allowed the catheter to come out of the pt. No reported pt injury. Pt current condition is fine.